Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of incident, treated with insulin pump and last blood glucose value was 230 mg/dl. Customer declined to speak. The device will not be returned for analysis. Frn-unk-rsvr, uno inf set.